Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated he lost his programmer and is not sure if the ins is on, but does not feel any stimulation. The patient stated he works construction, and the stimulation never worked for him and was aggravating and zapping him. No further complications were reported. No additional patient symptoms were reported.